Event description:
The customer reported that their internal paddles had "failed" during use. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported that their internal paddles had "failed" during use. No adverse patient impact was reported. The customer localized the issue to a failed paddle set. The paddles were then evaluated at philips, but the symptom could not be reproduced and there was no trouble found. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.